Event description:
Boston scientific received information that during a replacement procedure at the time this right ventricular (rv) lead was disconnected from the device a lead fracture was evident between the ring and the tip. Pacing impedance measurements were high and out of range and there was no r wave being sensed. A lead repair kit was used but was not successful. The fractured rv lead was connected once again to a new device, but the pace/sense portion was surgically abandoned and a new pace/sense portion was connected. All measurements appeared normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.